Event description:
One device reported as having an alleged false negative result. The complainant first performed an antigen test and received a negative result (B)(6) 2022. However, the complainant started experiencing symptoms and performed a lucira test with a negative result and an additional antigen test with a positive result (both tests performed (B)(6) 2022. The following day (B)(6) 2022 the complainant performed an additional lucira test (symptoms persist) for confirmation with a positive result.

Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot# k08a111803224m2 was completed with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false negative" failure mode for this lot. There are 0 additional complaints associated with a "false negative" failure mode reported from this kit lot number. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives are under the expected threshold of (B)(4) (label claim) (B)(4) (internal warning limit. Lucira health will continue to monitor trends related to "false negative" results in accordance with post-market surveillance process. DHR review kit lot# k08a111803224m2: sample vial lot DHR review: 2202315, 2202461, 2202462, 2203051 ,2203099, 2203100 (associated internal lot # 220124-1k, 220124-1y, 220124-4f, 220124-4l, 220124-4q, 220124-4t) test lot dhrs review: 2203095, 2203133, 2203132, 2203133, 2203132, 2203135, 2203141, 2203142, 2203193, 2203192, 2203195, 2203197, 2202259 (associated internal lot # 220305-3o, 220305-6j, 220305-6f, 220305-6i, 220305-6h, 220305-6g, 220305-6m, 220305-6q, 220305-6z, 220305-6w, 220305-9c, 220305-9k, 220124-15d). Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Based on the complaint review, no harm was reported within the complaint. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4). Check-it.